Event description:
It was reported by the customer that the unit stopped ventilating while in patient use. The device was in patient use at the time of the event. The patient was manually ventilated temporarily. The customer did not report any patient harm.

Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 the philips failure investigation engineer evaluated the cpu pcba. No failures were identified, and the pcba passed all testing. One instance each of 1007, 1106, 1107, 1110, 1113, 110e, 110f, and 1218 error codes were logged. This is an indication of a spi bus failure, which was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07jun2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported by the customer that the unit stopped ventilating while in patient use. The device was in patient use at the time of the event. The patient was manually ventilated temporarily. The customer did not report any patient harm.

Manufacturer narrative:
Date of report : 13jun2019. Date rec¿d by MFR: 12jun2019. The philips field service engineer evaluated the ventilator and determined the data acquisition printed circuit board and the oxygen solenoid valve should be replaced to pass performance verification testing and that the ventilator should not be put into use until repairs are completed. The philips principal engineer reviewed the device event logs, found no abnormal ventilator shut downs in the log, no hardware error codes, and no software error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 23jul2019. Date of report : 29jul2019. The usmedequip technician evaluated the ventilator and replaced flow sensor assembly in order to pass air/o2 flow and accuracy tests per manufacturing specifications. The unit ran for about two minutes then shut down. Therefore, the central processing unit was replaced as the unit would not power on. The technician replaced the power supply due to flickering between ac/battery and loud buzzing sound. The unit also received a new battery. The technician ran the unit over the weekend to verify operation and performed preventative maintenance, with the unit passing per manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 23oct2019, date of report : 24oct2019. Failure investigation of retuned gas deliver system (gds) concluded a defective u1 on the air flow sensor pcba created the air flow accuracy and o2 accuracy tests to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.